Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event with an associated motor start logged on(B)(6) 2021 at 23:21:14. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 56% relative state of charge (rsoc) and another battery was connected to power port two (2) with 93% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 10 seconds. Review of the alarm log file revealed four (4) controller fault alarms logged on (B)(6) 2021 at 22:18:56 and 23:47:31, on (B)(6) 2021 at 23:55:39, and on (B)(6) 2021 at 09:41:07, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported controller fault alarms and loss of power events were confirmed. The reported ¿data download issue¿ could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿data download issue¿ may be attributed, but not limited, to an usb flash error, a component malfunction within the serial module, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been requested regarding patient and device information, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited two controller fault alarms attributed to the internal battery being depleted and unexpected loss of power following a double power disconnect. It was also reported that the controller exhibited a data download issue, resulting in an incomplete log file download. The controller remains in use. No patient complications have been reported as a result of this event.